Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was seen in the emergency room and admitted into the hospital on (B)(6) 2013 for shortness of breath and gi bleeding, hgb was 4.4. The patient was given 6 units of packed red blood cells and 3 units of fresh frozen plasma. An endoscopy was performed and revealed gastritis. Coumadin was restarted on (B)(6) 2013, and the patient was discharged on (B)(6) 2013. The patient was readmitted from (B)(6) 2014 for a gi bleed. His inr was 3.7 at the time of the event. Vitamin k was given to the patient in the e.r. The patient was experiencing shortness of breath and anemia. The source of the bleeding was found on endoscopy and was clipped. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.